Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A lead extraction was being performed for 4 leads. Removal was of 3 leads was successful. Upon attempt to remove the 4th lead, the lead fractured. This was utilizing the evolution (1820334-2016-00154) via the superior approach. When this occurred, the superior approach was abandoned and the femoral approach was attempted with the needle eye snare (1820334-2016-00153). During this timeframe, the patients blood pressure started to drop. The patient was given epinephrine and possibly other supporting drugs with no success. At that point, a cardiac surgeon was consulted and called into the procedural room and the cardiac surgeon performed a sternotomy. Surgeon found at least 2 vascular avulsions. Surgeon repaired defects/tears. The patient's pressure stabilized. At this point in time the patient was transported to the cardiovascular ICU where it was reported the patient was in stable condition. A section of the device did not remain inside the patient's body. According to the initial reporter, did not require any additional procedures.

Manufacturer narrative:
Patient age at time of event is currently unknown. Investigation - a review of the complaint history was conducted for the purpose of this investigation. The device was not returned to assist with the investigation. The device lot number was not provided, no photographs were provided, and no other information about the procedure was attached to the complaint. As such, a full complaint review cannot be performed. It is unknown when the tears occurred. No comments were made indicating the devices contained a nonconformity, did not function per their intended purpose, or were misused. The root cause of this complaint is unknown. While the complaint itself was confirmed through the customer's testimony, it is unknown if a cook device caused the vascular tears, or which device caused the event. No indication was given that a device nonconformity or misuse caused this complaint. We will continue to monitor for similar events.

Event description:
A lead extraction was being performed for 4 leads. Removal was of 3 leads was successful. Upon attempt to remove the 4th lead, the lead fractured. This was utilizing the evolution (1820334-2016-00154) via the superior approach. When this occurred, the superior approach was abandoned and the femoral approach was attempted with the needle eye snare (1820334-2016-00153). During this timeframe, the patients blood pressure started to drop. The patient was given epinephrine and possibly other supporting drugs with no success. At that point, a cardiac surgeon was consulted and called into the procedural room and the cardiac surgeon performed a sternotomy. Surgeon found at least 2 vascular avulsions. Surgeon repaired defects/tears. The patient's pressure stabilized. At this point in time the patient was transported to the cardiovascular ICU where it was reported the patient was in stable condition. A section of the device did not remain inside the patient's body. According to the initial reporter, did not require any additional procedures.